Event description:
The customer reported that co2 port is pushed into the device and they are unable to connect to it for use. There is no reported patient involvement/impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.